Event description:
It was reported to boston scientific corporation on june 04, 2008 that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation in 2008 (patient gender, age and weight unknown). According to the complainant, the device was kinked when it was removed from the package. The procedure was completed successfully with another cre balloon dilation catheter. There were no patient complications reported as a result of this event. The patient,s condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. If a device is found to be kinked during a procedure or preparation, it would lead to a prolonged procedure as, in order to complete the procedure, the physician would have to open and use another device. The process fmea for this product outlines the in-process controls for this product in relation to kinks and all units are checked for kinks. As each catheter is coiled, prior to loading in the pouch, it is inspected for kinks.